Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed high blood glucose of over 300 mg/dl and was treated in the hospital. Nothing further was reported.